Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Five lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on one of the lots which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred approximately ten minutes after the start of a patient¿s hemodialysis (hd) treatment. A small amount of blood was observed dripping from the header of the dialyzer onto the body of the device. There were no alarms from the machine, a fresenius 2008t hd machine. The cm confirmed that no physical damage was noted on the dialyzer, and there was no obvious leak noted during the priming of the system. Fresenius bloodlines were also being utilized during the treatment. After the leak was noticed, the treatment was paused and the patient¿s blood was rinsed back. The patient¿s estimated blood loss (ebl) was less than 10 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred approximately ten minutes after the start of a patient¿s hemodialysis (hd) treatment. A small amount of blood was observed dripping from the header of the dialyzer onto the body of the device. There were no alarms from the machine, a fresenius 2008t hd machine. The cm confirmed that no physical damage was noted on the dialyzer, and there was no obvious leak noted during the priming of the system. Fresenius bloodlines were also being utilized during the treatment. After the leak was noticed, the treatment was paused and the patient¿s blood was rinsed back. The patient¿s estimated blood loss (ebl) was less than 10 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.